Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient was administered lixiana after the procedure. At the 45-day routine follow-up, computed tomography was performed which revealed a layered thrombus measuring approximately 3mm x 5mm on the screw portion of the closure device. The patient experienced no neurological symptoms or embolic events. The patient was instructed to continue lixiana.